Manufacturer narrative:
The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The serial number was documented as unknown in the initial report. It has been updated as (B)(4). The date of manufacture was documented as unknown in the initial report. It has been updated as jan 28, 2015. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. However, an assignable root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The serial number was unknown. Therefore, device manufacture date is unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported from (B)(6) that during an a hallgus valgus surgical procedure, it was observed that the electric pen drive device malfunctioned. According to the report, the device started by itself and the console device had to be unplugged. It was further reported that the device continued to oscillate after the surgeon stopped. There was a ten minute delay in the surgical procedure to obtain an identical spare device. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. If additional information should become available, a supplemental medwatch report will be submitted accordingly.